Event description:
It was reported that on (B)(6) 2021, a patient was treated for a thoracic aortic pathology with a gore® tag® conformable thoracic stent graft with active control. On (B)(6) 2021, the patient presented with a type ii endoleak due to reflux from the left subclavian artery and a reintervention of an undisclosed type was performed. The patient tolerated the procedure and shows no sign of endoleak.

Manufacturer narrative:
Review of the manufacturing could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device remains implanted. Additional information in regard to the lot number, the event and images of the case were requested from the physician. Gore® tag® conformable thoracic stent graft with active control system instructions for use states: adverse events associated with the use of the stent graft may include but are not limited to: endoleak. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.